Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing unwanted stimulation on the lower back near implant site when stimulation was on and while sitting down. The patient underwent an ipg replacement procedure and was doing well postoperatively.